Manufacturer narrative:
The device (and the associated reference sensor and femur sensor) were returned to orthalign for evaluation and an investigation was completed by an orthalign engineer. The logs were reviewed for anomalies and accuracy testing was conducted. Given the system inputs the logs showed the expected system outputs. Accuracy tests were successful as well. The complaint was not confirmed and no root cause was established. A possible root cause is user error. Orthalign will continue to monitor the complain data and take action if deemed necessary.

Event description:
Offset numbers seemed off. Switched from varus to valgus neck angles, along with changing head sizes and the offset numbers did not reflect those changes.

Manufacturer narrative:
The device has been returned to orthalign for evaluation and an investigation was completed by an orthalign engineer. The logs were reviewed for an anomalies and accuracy testing was conducted. Given the system inputs the logs showed the expected system outputs. Accuracy tests were successful as well .the complaint was not confirmed and no root cause was established. Orthalign will continue to monitor the complaint data and take action if deemed necessary.

Event description:
Offset numbers seemed off. Switched from varus to valgus neck angles, along with changing head sizes and the offset numbers did not reflect those changes.